Manufacturer narrative:
(B)(4). Corrected data: section d.4.-lot # corrected to 74l1501055. One (1) standard water column from kit 880-36kit was received for investigation purposes. Upon receipt the column was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. The standard column was setup full bench style for normal operation testing. The standard column was setup in a 425-00 neptune. Water was provided from a 1750 ml container. A comfort flo 2410 circuit was attached to the column on one port side and a pressure relief valve attached to the other port providing 10lpm of air pressure into the column. A 395-90 temperature port was connected to the circuit and heater. As the bottle of water was mounted to the neptune rails water was confirmed coming into the column and continued to flow into the column until it reached the approximate water level in the bottle. After the water level had stabilized in the column the neptune was turned on. The following settings were applied on the neptune: mode was set to invasive, heated air temperature was set at 37 c, rain out was set to full rain. This test setup was allowed to run for 5 hours. At the top of each hour the bottle was marked indicating the amount of water being used in the heated circuit. After 5 hours the 1750 ml water bottle was for all practical purposes, empty. The complaint that column would not fill up during use cannot be confirmed. The lot number reported 74l1501055 belongs to part number ip-5037 (smart concha no sterile). Such part number is part of finish good 2410 (adult par top cap concha). Based on this, the device history record of batch number 74l1501055 was reviewed and no non-conformance reports were originated for the lot in question that can be associated to the complaint reported. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The complaint is reported as "the column failed to fill." No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number provided by the customer is not a valid lot number. The customer complaint cannot be confirmed due the lack of defective sample. Functional test process of current production of smart concha no sterile ((B)(4), batch 74d1900158) was reviewed and no issues were observed that can lead to the defect reported. If the defective sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
The complaint is reported as "the column failed to fill." No patient injury or harm reported.